Event description:
The customer reported that their device was intermittently showing a white screen upon boot up. An all white screen is an indication that the device is locked up and would not have the ability to deliver defibrillation energy to a patient, if needed. The device had recently been evaluated and repaired by physio-control for the same reported issue. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.